Event description:
A report was received that the pt had an infection at the mid-line lead incision site. Initially only the paddle lead was explanted, however, later on the same day, the physician decided that the infection was too deep and went back and also explanted the ipg. During the ipg explant, the physician discovered that a seroma had developed at the lead wound site that was draining. The physician did not believe that the seroma was device related. The pt was hospitalized overnight and given antibiotics. The pt was released the following day and was doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient had an infection at the mid-line lead incision site. Initially only the paddle lead was explanted, however later on the same day, the physician decided that the infection was too deep and went back and also explanted the ipg. During the ipg explant, the physician discovered that a seroma had developed at the lead wound site that was draining. The physician did not believe that the seroma was device related. The patient was hospitalized overnight and given antibiotics. The patient was released the following day and was doing well.